Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown right mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with unknown mentor saline breast implants which the left side deflated after implantation. The issue was diagnosed during the physical examination. As a result, patient underwent removal and replacement with another mentor gel implant on (B)(6) 2018.

Manufacturer narrative:
On 5/25/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/23/2018, additional information indicated that the date of event was (B)(6) 2017, and date of implantation was on (B)(6) 2000. Tthe replacement devices are as follow: left- catalog number 3507360mc. Lot number 7453280, serial number (B)(4). Right-catalog number 3507385mc. Lot number 6748454, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received with no fluid. Yellow material was observed on the shell surface. A rent measuring approximately 0.2 cm was observed within an area of siltex cracking on the anterior aspect. No other anomalies were discovered. Complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. At this time is not possible to determine the origin of the yellow material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).